Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2014-02662 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-02663 pertains to the second resolution clip device, manufacturer report # 3005099803-2014-02664 pertains to the third resolution clip device and manufacturer report # 3005099803-2014-02666 pertains to the fourth resolution clip device. It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a sigmoidoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip failed to release from the catheter. The same issue occurred with the other three resolution clips, therefore, the bleed was not stopped. The patient was then taken to the operating room to be re-scoped and stop the bleed using a different device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.